Event description:
During an in-clinic follow-up, oversensing and a failure to capture were observed on the right ventricular (rv) lead. The patient reported having experienced fatigue. The event was suspected to be caused by dislodgement. A revision procedure was performed and the rv lead was explanted and a new rv was implanted. The dislodgement was confirmed visually during the revision procedure. The patient is stable.